Manufacturer narrative:
Results: inherent risk of procedure (death). Patient's condition affected effectiveness of device (pre-existing condition). Conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the patient presented to the hospital with a completely occluded rcia and was not doing well and was on a ventilator. The decision was made to implant a tube graft and iliac limbs in the left side in order to make an aui device followed by a fem-fem bypass. The stent grafts were successfully implanted and the patient was sent to recovery. Later that evening, the patient had low cardiac output and the family requested "do not resuscitate" and the patient subsequently expired. The physician stated that the patient's death was unrelated to the stent grafts; the patient was in poor health.